Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) reported that the patient was implanted in (B)(6) 2014 and a subsequent follow up visit showed that the wound wasn¿t healing. An infection was suspected. It was reported that the physician tried to clean out the wound two times before deciding that it needed to be explanted. The device explant occurred on (B)(6) 2015. The issue was resolved and it was noted that the patient was doing fine. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.